Event description:
Rptr notes the following: positive ana, degenerative spine, breast lumps and fullness, feeling bad, depression, right breast asymmetry, lower back and generalized joint pain, arthritis, enlargement and sensitivity of right breast, female problems, excessive bleeding, arthritis pain, capsular contracture, joint swelling/pain/stiffness in hands, feet, and back, muscle fatibue, swelling hands/fingers, tender breast, fatigue, general aching and stiffness, swollen glands, hair loss, coldness/pain of extremities, severe anxiety, numb arms and legs, ulceration of breast scars, weakness of implant and implant shell was thin when removed and broke during removal.